Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was ¿high¿ on cgm. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.